Manufacturer narrative:
(B)(4). Upon looking at the error log, the actual error was a ma sensor failed and communication failure to workstation. An inspection of the tube showed arcing occurred. The ge service rep cleaned and regreased the tube and hv tank. He tried a filament calibration but the tube arced and the calibration was aborted. The rep replaced the tube and snubber. He also found that the interconnect cable had a broken wire. He then replaced the interconnect cable and was able to complete a filament calibration and beam alignment. He took 15 hv tests and the system passed. The system operates as intended.

Event description:
The customer reported the system displayed a low ma error and the tube no longer produces xray. After a reboot, the system still wouldn't produce a xray image. No pt injury was reported.